Event description:
It was reported that during implant the left ventricular (lv) lead and/or the catheter may have caused a perforation that lead to cardiac tamponade. After repair of the tamponade the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).